Event description:
On (B)(6) 2010, pt reported the plunger became stuck on the piston rod while trying to remove the protective cover from the insulin cartridge. Pt stated the entire cartridge of insulin spilled inside of the infusion device. Pt reported she dumped the insulin out immediately and was able to remove the stuck plunger by advancing the piston rod. Reviewed the proper way to fill and insert a new insulin cartridge. Advised to use room temperature insulin to fill the cartridge. Advised to always attach the infusion adapter and infusion tubing before placing the new cartridge in the infusion device. Pt reported she switched to her backup infusion device on (B)(6) 2010. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.